Manufacturer narrative:
(B)(4)

Event description:
The receiver data log was reviewed on 02/04/2016. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 12/01/2015 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. Patient turned off the bluetooth on the smart device for 10 seconds and then turned it back on and closed the application and then re-opened the application. The issue was resolved. At the time of contact, no injury or medical intervention was reported.